Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. Prior to the event, the patient stated that he was caught in the rain and the insulin pump was exposed to rain. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading was 150 mg/dl. No further information was provided.